Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The photo shows the catheter has been fractured and separated from the port. Therefore the investigation is confirmed for the identified fracture and material separation issue. However, the investigation is unconfirmed for the reported material integrity problem as the more specific damage such as fracture was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the outlet from the chamber has been found damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022) .

Event description:
It was reported that during the preparation of a port placement procedure, the outlet from the chamber has been found damaged. The procedure was completed using another device. There was no patient contact.